Manufacturer narrative:
The investigation was based on the reported event, logfile analysis and information incl. Video from onsite investigation by dräger service technician of the affected infinity acs workstation nc device. According to the investigation of the logfile, it could be confirmed that the air pressure alarmed of "0" at the reported time. No patient health consequences have been reported. The device alarmed and behaved as specified. A deviation of the measured o2 and the set o2 is listed in the debug log and a faulty pato could not confirmed by log. This supports the assumption of a temporary insufficient air supply. The hospital technician could reproduce the event and replaced the expiratory valve and breathing circuit system. When draeger service engineer checked the device according to manufacturer specs again the symptom could not reproduced. The logfile showed multiple entries e.g. <disconnection? Which are resulted from a leakage in breathing circuit system. No device failure could be detected. Due to a temporary insufficient air supply the cockpit displayed a ventilation of "0". A leakage or a misuse of the breathing circuit system outside the device caused multiple apnea alarms. As a safety feature of the system, the safety software analyses and checks the proper functioning of the unit. If the safety software detects a deviation between the set, measured and expected o2 concentration, the user is alerted to the problem by audible and visual alarms. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. Based on the results of the investigation, this case is no longer considered reportable in accordance with meddev 2.12 rev.08, as neither a fatality nor a serious injury was caused and this is not expected to happen in the event of a recurrence.

Event description:
It was reported that during operation in simv, suddenly apnea alarm rang and ventilation "0" was displayed on the screen. After replacing the device, performed system check. Pressure sensor valve, expiratory valve, and safety valve were indicating errors. No patient injury has been reported.

Event description:
It was reported that during operation in simv, suddenly apnea alarm rang and ventilation "0" was displayed on the screen. After replacing the device, performed system check. Pressure sensor valve, expiratory valve, and safety valve were indicating errors. No patient injury has been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.